Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 28-jun-2024, patient complained about infusion set patch detachment while the needle was still inside. Patient blood glucose at the time of issue was 14 mmol/l. Infusion sets were in use for 2.5 days. Patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1928266 - MDR 3003442380-2024-18086 - device 1 of 3.